Manufacturer narrative:
Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Based on a review of the device's risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there is 1 other complaint from the last 2 years recorded in the complaint handling system with this batch number at the time of this investigation: (B)(4). At the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review (additional information can be found in the IFU): potential complications: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Warnings and precautions: do not advance the delivery pusher with excessive force. Determine the cause of any unusual resistance, remove the azur system, and check for damage. Advance and retract the azur system slowly and smoothly. Remove the entire azur system if excessive friction is noted. If excessive friction is noted with a second azur system, check the microcatheter for damage or kinking. Introduction and deployment of the azur system 25. Under fluoroscopic guidance, slowly advance the coil out the tip of the microcatheter. Continue to advance the coil into the lesion until optimal deployment is achieved. Reposition if necessary. If the coil size is not suitable, remove and replace with another device. If undesirable movement of the coil is observed under fluoroscopy following placement and prior to detachment, remove the coil and replace with another more appropriately sized coil. Movement of the coil may indicate that the coil could migrate once it is detached. Do not rotate the delivery pusher during or after delivery of the coil into the vasculature. Rotating the delivery pusher may result in a stretched coil or premature detachment of the coil from the delivery pusher, which could result in coil migration. Angiographic assessment should also be performed prior to detachment to ensure that the coil mass is not protruding into undesired vasculature.

Event description:
It was reported that during an abdominal aortic aneurysm treatment, the coil unintentionally detached in the microcatheter. The entire coil and microcatheter were removed from the patient successfully. No reported patient injury or intervention. The patient's condition was reported as stable.

Manufacturer narrative:
Correction : e1 : the initial report had the wrong facility name and address. This follow up report captures the correct facility information. H6: the two adverse event problem codes listed below were inadvertently not captured on the initial report. Health effect impact code: 4621 recognized device or procedural complication . Investigation conclusion : 22 known inherent risk of device.